Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm or pump/sensor transmitter communication anomaly noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 600 mg/dl, around 500 mg/dl and above 660 mg/dl. Customer stated that the transmitter had not been working. The customer had blood glucose of 700 mg/dl in the mid night. The customer was treated with pump and intravenous. The customer was wearing the pump at the time of hospitalization. The customer was advised to disconnect xmtr and attach it to charger for 15 seconds then remove from charger. The insulin pump will not be returned for analysis.